Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 357 mg/dl at the time of incident. The customer's current blood glucose is 330 mg/dl. The customer experienced symptoms of high blood glucose value such as nausea, fast heart rate, felt dehydrated. The customer was treated with insulin drip in the hospital. Based on customer report, customer did allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.